Event description:
Reporter alleged blood glucose measured 400 mg/dl at 8:30 am and one minute later read 113 mg/dl. It was stated customer took normal medications. No actions or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.